Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device failed the leak tightness test, moving parts of the trigger of the device did not move smoothly, the etching was illegible, and the device would not hold/secure the battery. It was further determined that the device failed pretest for general condition, marking and labeling, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing, check falling out protection (steel ring), and check fitting of the lid. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that moving parts of the trigger of the device did not move smoothly. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported from germany that during service and evaluation, it was determined that the battery handpiece device failed the leak tightness test, moving parts of the trigger of the device did not move smoothly, the etching was illegible, and the device would not hold/secure the battery. It was further determined that the device failed pretest for general condition, marking and labeling, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing, check falling out protection (steel ring), and check fitting of the lid. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.